Event description:
It was reported that during implant, the lead impedance was less than 400 ohms and the lead was not able to capture at maximum output through the analyzer. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead was extrinsically breached due to p pulling/stretching/overstress. It was noted that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Also the visual summary analysis of the lead indicated damage at implant. The analyst commented that the electrical cross continuity test result was failed. Performed destructive analysis and found inner insulation breached pulled/ stretched/overstress/within the connector sleeve, extrinsic. The breached insulation did contribute to the electrical complaint. (B)(4).